Manufacturer narrative:
(B)(4). Reported event was confirmed due to inspection of returned items found signs of repeated use; strike marks, scratches and light nicks. The impactor pad was not returned therefore visual inspection cannot be performed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during routine inspection after the case after the instruments had come through the washer we noticed the plastic part of the instrument had cracked and broken off the metal part. Attempts have been made and additional information on the reported event is unavailable at this time.